Event description:
Hospital advised medley system was set up with three channels infusing. Channel b was set up to infuse potassium. This infusion was programmed in the drug rate calc mode for a duration of 3 hours, at a rate of 33.3ml/hr. A 40 ml bag to potassium was hung. User indicated that 20cc of potassium infused in 2-3 minutes. They indicated they put the device on pause when they observed this, and the infusion did not stop. Closed the roller clamp and notified the charge nurse. It is not known how many drops user observed after they put device on pause. Hospital biomedical engineer checked volume infused parameter, and indicated it had been cleared at 13:53. There was no pt consequence.